Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020. Additional h3 investigation summary: it was reported performance breakage needle. It was received for analysis a paper lid and an empty winding former of product code mcp4394h. No needle was returned for evaluation to determine the assignable cause of the performance breakage needle. The manufacturing records could not be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved from the patient? If so, will the device be returned for analysis. Lot#? Was there any medical/surgical intervention and/or treatment rendered?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke in two parts. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4).